Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed on a patient with a small anterior chicken-wing type laa. The maximum ostial measurement was 15mm, and the maximum depth was 15mm. An anterior curve watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The device initially landed in a favorable location, but would migrate proximally shortly after deployment. The implanter attempted several different deployment methods and sheath angles, but ultimately ended up with the same problem on multiple occasions. After 10-12 deployment attempts, the procedure was aborted due to the fact the device would not meet the release criteria and concerns about the device stability. After removing the delivery system and access sheath, the transesophageal echocardiogram (tee) physician noted there to be fluid in the pericardial space that was not present at the beginning of the procedure. The patient did not have any symptoms associated with this discovery, but due to concerns about the size of the effusion the implanter decided to perform a pericardiocentesis. Approximately 400cc of fluid was drained from the pericardial space. The patient remained stable, and a follow-up echo performed a few hours later showed no evidence of further complications. The patient was discharged.